Event description:
It was reported that the bd phaseal¿ protector p14j leaked between the protector and the vial. The following information was provided by the initial reporter, translated from japanese to english: the hcp planned to prepare two vials of the anticancer agent, halaven. For the 1st vial, the drug solution was aspirated with no problem. For the 2nd vial, the drug solution leakage from the connection between the protector and the vial was observed. We use a dedicated device to attach the protector to the vial and it is therefore unlikely that the connection was loose. We would like to ask bd to investigate: (1) possible factors that may have led to the leakage, including whether there was no problem with (a) the protector¿s claws or (b) the connection (e.g., misaligned connection), and (2) at what stage the leakage occurred, in other words, which the cause lies, before or after connection (e.g., product defect for the former and improper connection procedures for the latter). The following actual sample will be returned for investigation. Two vials with the protector (the anticancer drug is left in the affected vial). One injector.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-aug-2022. Investigation summary: two protectors attached to a vial along with one injector were provided to our quality team for investigation. The product was visually inspected, no defects or damage observed on the injector or protector membranes. It was noted one of the protectors was not properly assembled onto the vial, the needle penetrated off center, causing the needle to bend. A review of the device history was performed for lot 2005115, no deviations or nonconformance's were identified during the manufacturing process that could have contributed to this problem. Five retained samples from the reported lot were used for further evaluation. All product was visually inspected, no damage or defects were observed. The protectors were assembled to the vial using the m12 assembly fixture. In all cases, the liquid was able to flow from the vial into the syringe without problems and no leakage was observed between the protector and the vial. Product undergoes visual and functional inspections throughout manufacturing to ensure the quality and functionality of the device, including leakage testing. No issues related to the reported incident were found. Based on the investigation results and sample evaluation, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ protector p14j leaked between the protector and the vial. The following information was provided by the initial reporter, translated from japanese to english: the hcp planned to prepare two vials of the anticancer agent, halaven. For the 1st vial, the drug solution was aspirated with no problem. For the 2nd vial, the drug solution leakage from the connection between the protector and the vial was observed. We use a dedicated device to attach the protector to the vial and it is therefore unlikely that the connection was loose. We would like to ask bd to investigate: possible factors that may have led to the leakage, including whether there was no problem with (a) the protector¿s claws or (b) the connection (e.g., misaligned connection), and at what stage the leakage occurred, in other words, which the cause lies, before or after connection (e.g., product defect for the former and improper connection procedures for the latter). The following actual sample will be returned for investigation. Two vials with the protector (the anticancer drug is left in the affected vial). One injector.